Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6). It was reported that the patient died. In (B)(6) 2010, a 2.25mmx12mm promus element plus was implanted to the patient. In (B)(6) 2015, the patient expired and the cause of death was unknown.

Manufacturer narrative:
Updated: patient identifier, describe event or problem and other relevant history. (B)(4).

Event description:
It was further reported that the 2.25x12mm promus element plus stent was implanted in the first diagonal artery.